Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator early. Also reported was chronic high threshold of the right ventricular (rv) lead with exit block. The device and the rv lead were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5054 implantable pacing lead (B)(6) 2008, 5568 implantable pacing lead (B)(6) 2008. (B)(4).